Manufacturer narrative:
The tech found the stiffener plate and brake caster was damaged and the brake bearings were worn. The tech replaced the caster, stiffener plate and bearings to repair the bed.

Event description:
Info received indicates the casters are swiveling when in brake.